Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the steerable guide catheter (sgc) lost fluid column. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4. The sgc was advanced to the left atrium, but as the dilator was being withdrawn it lost column. Troubleshooting was performed, the sgc was lowered; however, the sgc lost column three times. Aspiration was not needed and the sgc was removed and replaced. A new sgc was used to complete the procedure successfully. One clip was implanted reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.